Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after an unknown procedure. Reportedly, the clip was not released and remained on the introducer sheath. Another closure device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. Subsequent to the initially filed report the following information was received: it was reported that the arteriotomy closure of a common femoral artery was attempted using a starclose se device via 6fr sheath after a percutaneous transluminal intervention procedure. Reportedly, the sheath did not split completely, as resistance was felt advancing the thumb advancer. The clip was not released and remained on the introducer sheath. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported sheath split issue and clip deployed on the exchange sheath were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device status was not provided and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after an unknown procedure. Reportedly, the clip was not released and remained on the introducer sheath. Another closure device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.